Event description:
The nurses noticed that the vancomycin, which was hung as a secondary bag, was infusing too fast. It was infusing faster than the set rate on the pump. Furthermore, it continued to infuse after the pump was turned off. Another pump and tubing was obtained and the pump and tubing were sequestered and sent to biomed. Biomed confirmed it was a back-check valve failure on the tubing.device #1is this a laboratory device or laboratory test?no.